Manufacturer narrative:
Concomitant medical product: product ID: 6947m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to an (B)(6) infection. A leadless pacemaker was implanted the following week. No further patient complications have been reported as a result of this event.